Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it and admitted the patient. The sample was repeated on the same instrument and resulted lower. The patient was redrawn and the new sample was run on the same instrument, also resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer could not provide specific details for the event. The initial sample repeat and the redraw sample from the patient had both resulted as expected on the same instrument. The cause of the discordant troponin result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.